Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (monophasic pulse) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, transistor q13 was shorted on the defibrillator board causing a misdirected pulse. The cause of the incoming test failure is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) delivered a monophasic pulse.